Event description:
The following was reported to kci by the nurse: on (B)(6) 2012, the pt was allegedly found face down on the floor with her legs on the foot of the bed. Both pt head side rails were in the up position. Both pt foot side rails were in the down position. The pt had a laceration to the back of the head and one on the left elbow. Both lacerations required sutures. There was an additional laceration on the left leg that did not require any medical intervention. On (B)(6) 2012, the pt was discharged to home in satisfactory condition.

Manufacturer narrative:
On (B)(4) 2012, the bed passed quality control (qc) checks and met specifications prior to pt placement. On (B)(6) 2012, after pt placement, the bed passed qc checks and met specifications. Product labeling on line and in print states: monitor pts frequently to guard against pt entrapment and migration. Use or non-use of restraints, including side rails, can be critical to pt safety. Consider not only the clinical and other needs of the pt but also the risks of death or serious injury from falling out of bed and from pt entrapment in or around the side rails, restraints or other accessories. Serious injury or death can result from the use (potential entrapment) or non-use (potential pt falls) of side rails or other restraints.